Manufacturer narrative:
Insulin pump passed displacement test and self test. Unit was received with intermittent up arrow or act button response due to flattened up arrow or act button dome switch. Keypad connector was fully locked. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call they experienced high blood glucose level and the up arrow was not working. The customer¿s blood glucose level was 595 and 300 mg/dl at the time of the incident. The customer stated that the drive support cap was normal. Customer was treated it with manual injections. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.